Manufacturer narrative:
One model 777f8 catheter with monoject limited volume syringe was returned for evaluation. The customer report of inaccurate values was unable to be confirmed. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The catheter ran cco in 37.0 c water bath on hemosphere monitor for 5 minutes with no error. The thermistor was found to read 37.1 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is +/- 0.3 c per hemosphere manual. Thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. Both thermal filament and thermistor connectors were opened and found no visible inconsistencies. Error in tc value was observed from eeprom. Resistance value of thermal filament circuit, 40.21 ohms, was in specification. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed from catheter body. The device history record review cannot be completed as the lot number was not provided. An engineering evaluation was unable to be completed as it was impossible to identify the final lot within the eeprom data to track the manufacturing information. There was also no defect identified with the device in the product evaluation therefore no root cause can be identified. As part of the manufacturing process 100% of the units undergo a electrical continuity verification, an electrical, and a leak and flow test.

Event description:
It was reported that during use of the swan-ganz catheter there was a difference of approximately 1l with the co and cco measurements when compared to the fick calculations. There was no troubleshooting, the facility does not have equipment to measure ico. There was no patient injury.

Manufacturer narrative:
Additional FDA product codes include: kra- catheter, continuous flush. Dqe- catheter, oximeter, fiberoptic. Dqo- catheter, intravascular, diagnostic. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.